Manufacturer narrative:
The manufacturer¿s international service technician could not confirmed the reported event. The manufacturer¿s international service technician replaced the data acquisition pcba as a preventive measure. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. During further investigation, a visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. On testing, no errors nor error codes were generated. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The data acquisition (da) pcba was tested and no failures were identified.

Event description:
The customer reported that the "proximal pressure line disconnect" alarm e/c 1202 sounded after the unit started operating. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Device evaluation: the unit was received at the international service center. The technician was unable to confirm or duplicate the report of unit cannot ventilate. Review of the diagnostic event log did not identify any abnormality. Resolution and disposition: the international service technician replaced the data acquisition board as a precaution. Performed overall check, cleaning, run-in test, alarm test and confirmed the device operated properly. Performed check test and confirmed no abnormality.

Event description:
The international dealer (medic ventilator center) reported that their customer/hospital reported "proximal pressure line disconnect" alarm goes right after v60 unit starts operating. The unit cannot ventilate. Unit was replaced with second v60. Unit was being used on a patient at the time the reported issue occurred; however, there was no adverse patient effect.